Event description:
An alta supracondylar side plate, 8 hole channel plate, channel plate connector, and 4 hole channel plate were implanted for a communited distal femoral fracture with missing medial cortex. The alta 8 hole plate bent above the supracondylar side plate causing the fracture to go into 20 degree of varus. Revision surgery was required. This event did not cause an adverse consequence to the patient or surgical delay.

Manufacturer narrative:
Eval results of the x-ray & medical opinion provided suggest that this event would not be associated with the device but rather would be pt related.